Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the emergency room with a driveline infection and was admitted for treatment. Cultures collected on (B)(6) 2016 confirmed the presence of staphylococcus epidermis. On (B)(6) 2016, the patient exhibited unspecified mental status changes and a head computed tomography (CT) scan revealed a large intraparenchymal hemorrhage within the left frontoparietal area. Adjacent parenchymal edema was observed with mass effect to the left lateral ventricle. A repeat head CT scan showed an enlarging intraparenchymal and intraventricular hematoma, with increasing mass effect and shift. An external ventricular drain was placed by neurosurgery due to increasing hydrocephalus. The patient had been on IV heparin and coumadin, but the patient¿s and international normalized ratio (inr) was 1.2 and remained sub-therapeutic. On (B)(6) 2016 the patient expired due to intracranial hemorrhage. No further information was provided.

Manufacturer narrative:
No equipment was returned for evaluation. The device was not explanted. A direct correlation between the device and the reported event could not be conclusively established through this evaluation and a specific cause for the patient's driveline infection could not be determined. The instructions for use lists infection, neurologic dysfunction, bleeding, and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.